Event description:
It was reported that pump generated cartridge alarm 20 and caller mentioned experiencing cartridge alarms with consecutive cartridges, although issue did not occur during load process and caller could not report whether blood glucose went above or below specific levels. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while planning to use alternate insulin method if necessary, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised caller to enter pump settings and reconnect continuous glucose monitor on replacement device.